Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of over 500 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer reported that cannula was not long enough and healthcare professional recommended a longer cannula as customer received excessive no delivery alarms. Customer was hospitalized for three days and was wearing insulin pump at the time of hospitalization.